Event description:
Postoperative complications were observed in a retrospective review of the use of rhbmp-2 and polyetheretherketone (peek) spacers in anterior cervical discectomy and fusion (acdf). Standard surgical approach was used. Following discectomy an appropriately sized peek spacer was filled with low-dose rhbmp-2 soaked collagen sponge and implanted at each surgically treated level. Surgical plate fixation was then performed. This pt, who had undergone a 4-level acdf, developed severe dysphagia that required a percutaneous endoscopic gastrostomy (peg) tube. The capacity to swallow solids without aspiration was successfully regained after 2-3 months.

Manufacturer narrative:
(B)(4). Literature citation: tumialan et al. The safety and efficacy of anterior cervical discectomy and fusion with polyetheretherketone spacer and recombinant human bone morphogenetic protein-2: a review of 200 pts j neurosurg spine 2008: 529-535. A review of the device history records cannot be performed without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.